Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not charge properly without the customer maneuvering the cable into the charging port at a certain angle. Reportedly, the usb cable had to be pushed into the usb port using a great amount of pressure to charge the pump. The customer's blood glucose level was 114 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.